Manufacturer narrative:
G2: the country of origin is the united kingdom medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that as soon as the ins battery dropped below 60%, the patient would lose stimulation; they did not feel stimulation and had to recharge above 60% for it to come back on. They were recharging every other day when they only used to recharge once every week. Impedances were in range. They tried to reprogram the patient, and provided them with a new controller/recharger, but this did not resolve the issue. The ins was replaced and the issue was resolved.

Manufacturer narrative:
H3: the ins, model# 97715 serial# (B)(6), was returned for product analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. There was good, stable output on all electrode pairs. There was no recharge issue observed. The ins passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.